Event description:
The customer reported that they received multiple return line air detector (rlad) malfunction alarms during saline prime. Patient information is not available at this time. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the device was evaluated by a terumo bct service technician. The service technician was able to duplicate the reported problem during machine check out. The rlad was tested using the service software and noted the detector would only read fluid at all times. The run data files were analyzed and the 'rlad detected fluid too soon' alarm was confirmed. There is no safety issue associated with the reported condition as the machine alarmed as designed. Root cause: the cause of the rlad alarm was a defective rlad. Correction: the rlad and control stack were replaced. Correct functioning per specifications was verified, and the machine was placed back into use. Corrective action: an internal CAPA has been initiated for the ongoing investigation of intermittent return line air detector failures.

Manufacturer narrative:
It was inadvertently initially reported that an internal CAPA had been initiated for the ongoing investigation of intermittent return line air detector failures, however the incident in this report not have the same failure mode as the CAPA. Per trending analysis of this issue, this failure mode is not flagged for negative trends. No CAPA has been initiated for the failure mode reported for this incident.